Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that approximately one month after an intraocular lens (iol) was implanted, it was then exchanged for a different lens due to patient being unable to adjust to glare associated with lights. Additional information was requested.

Manufacturer narrative:
The product was not returned. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned wrapped in folded white gauze that has been taped. The gauze was inside a sealed plastic bag. Solution is dried on the lens. The optic is torn/broken into two portions. A long scratch is observed in the central optic zone. It is unknown if qualified products were used. The product investigation could not identify a root cause for the complaint of "failed to adjust the focus due to light glare". The lens was scratched in the central optic zone. The lens was also returned in pieces, typical of an insertion and removal. Information was provided that the 21.5 diopter lens was replaced with a 22.5 diopter lens. This may suggest that the increase in diopter for the replacement lens may have been an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).